Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aortic neck length was a bit long and there was an area that was a bit tight due to stenosis. The procedure was completed without incident. The patient developed a cold leg several days post-operatively (actual date unknown). On (B)(6) 2011, an intervention occurred. An angiogram showed that the device was clotted on the trunk-ipsilateral side from the flow divider to the end of the graft. A balloon expandable stent was placed in an area that appeared to be constricted. The result was excellent, and the patient tolerated the procedure well. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed.